Event description:
A 3.0 mm jarit pituitary rongeur, product # 280-417 was handed to dr to remove aortic valve calcification. Prior to use on pt, dr noted that rongeur was not working properly. Upon visual inspection, it was noted that the item was missing a screw (1 of 2 screws) on the lower half of the rongeur. Sterile and unsterile fields immediately searched as a precautionary measure. No screw was found. X-ray revealed no screw in patient.